Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - home monitoring reported vf, and noise was confirmed on the rv channel. The patient was brought in for a follow-up wherein the noise could not be reproduced or confirmed. The vf counter was prolonged and the physician will monitor the patient.

Event description:
Ous MDR - home monitoring reported vf, and noise was confirmed on the rv channel. The patient was brought in for a follow-up wherein the noise could not be reproduced or confirmed. The vf counter was prolonged and the physician will monitor the patient.

Manufacturer narrative:
The lead and the ICD were returned for analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. The sensing function was normal and as expected. The returned lead was visually analysed showing multiple signs of wear. In particular in the distal region, near the shock coil, the insulation was found rubbed through. This damage can be considered as the root cause for the observed oversensing with shock delivery. The damage symptoms indicate that the lead was subject to an unexpected excessive wear which can only result from an elevated stress level. Causes for this kind of stress are difficult to determine. Based on the provided x-ray images in a.p. And lateral projection from the time of the implantation, the lead body was bent on two points in a small radius. It is assumed that the bends in short radii in combination with tricuspid valve interaction resulted in extraordinary mechanical stress. An increased flexing of the lead in the distal area due to the patient's slender physique seems likely. Further influences such as high activity levels of the patient are unknown but should also be taken into account. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.